Event description:
Related to MFR report # 2183959-2012-00179. The pt was implanted with an ams perigee graft. It was reported that the pt experienced pain, sustained permanent injury, and has undergone corrective surgery.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.